Event description:
It was reported the patient presented prior to being discharged. Upon interrogation, it was discovered the right ventricular lead exhibited an increased capture threshold. Fluoroscopy showed a lack of slack in the right ventricular lead. The right ventricular lead was repositioned on (B)(6) 2022. The patient was in stable condition.